Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Cosmetic environmental stress cracking of the overlay tubing was noted and there was a cosmetic depression found on the insulation.

Event description:
It was reported that the patient heard the patient alert tone and presented to the hospital. The physician observed no abnormalities and the patient went home. Three days later, the patient was exercising and received several shocks. Oversensing was noted on the right ventricular (rv) lead and the shocks were inadequate. The lead was cut and capped and a new lead was implanted. During the revision procedure, the lead was tested while connected to the device and artifacts were noted on the electrogram (egm). After disconnecting the rv lead pin from the header, the lead was tested again and no artifacts were noted on the egm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation: performance data were collected from the device and analyzed. There was one patient alert for subthreshold lead impedance on (B)(6) 2012. The daily pace lead trend data shows an abrupt increase for ventricular pacing impedance from 418 ohms to 4047 ohms peak between (B)(6) 2012. There were also three patient alerts for lead failure predictor between (B)(6) 2012. There were 15 ventricular nonsustained tachycardia episodes less than or equal to 210ms on (B)(6) 2012. It was also noted there were 11 ventricular fibrillation episodes less than or equal to 210ms on average ventricular cycle on (B)(6) 2012. The ventricular short interval count was 5101 counts in 7.27 days between (B)(6) 2012. (B)(4).